Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she had high blood glucose reading over 600 mg/dl. Customer stated that there was a leak, and she treated with a manual injection. Customer declined to troubleshoot and nothing was replaced or returned.